Event description:
Reported an infusion pump with depleted battery. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or medical intervention has been reported.

Manufacturer narrative:
Evaluation was completed and the reported condition of depleted battery was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA mdq-CAPA-132 open to document and evaluate this issue.